Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) stayed inside the device and did not deploy on top of the artery. There was no reported patient injury. The user was mynx trained. The device storage temperature exceeded 25 °. The device was prepped according to the instructions for use (IFU). The advancer tube was not visible. The procedure was completed with manual compression of unknown duration. Other procedural details were requested but unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle. The sealant was located on the catheter polyimide shaft with exposure to blood. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was retracted to the shuttle handle. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f2003503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The advancer tube remained inside the shuttle cartridge in manufactured position. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) stayed inside the device and did not deploy on top of the artery. The procedure was completed with manual compression of unknown duration. There was no reported patient injury. The user was mynx trained. The device storage temperature exceeded 25 °. The device was prepped according to the instructions for use (IFU). The advancer tube was not visible. Other procedural details were requested but unknown. The device will be returned for evaluation.